Event description:
The original report received from the (B)(4) study states that during the index procedure the patient suffered a transient ischemic attack (tia). Adjudication notes were received stating that preceding this event there was hypotension which was subsequently treated with a combination of IV fluids and a dopamine infusion. The patient is a (B)(6) male who was enrolled in the sapphire study. As it was reported by the sapphire study database the patient suffered a stroke prior to the procedure. Pre-procedure (B)(6) stroke score of 9 and stroke score of 4. The patient underwent stenting of the ostium of the left internal carotid artery. An angioguard distal protection device was used and a precise stent was successfully placed. During the index procedure experienced behavioral changes, aphasia, and dysarthria. The patient was diagnosed with a transient ischemic attack (tia). The event occurred during post-dilation (balloon unknown). The onset was sudden. Recovery was partial with minor residual. At discharge (four days later) the patients nih score was 8 and score was 4. It is unknown if the symptoms were medically treated. Information received from the adjudication states that the patient underwent the index procedure with delivery of the angioguard, rx ecgw and placement of one precise® pro rx stent in the ostium of the right ica. Post-dilatation of the stent the patient developed some unidentified neurologic sequelae and was confused. It was noted in the discharge summary that preceding this event there was hypotension which was subsequently treated with a combination of IV fluids and a dopamine infusion. The adjudication received states that the patient suffered a non-ipsilateral tia.

Manufacturer narrative:
As it was reported by the (B)(4) study database the patient suffered a stroke prior to the procedure. Pre-procedure (B)(6) stroke score of 9 and stroke score of 4. The patient underwent stenting of the ostium of the left internal carotid artery. An angioguard distal protection device was used and a precise stent was successfully placed. During the index procedure experienced behavioral changes, aphasia, and dysarthria. The patient was diagnosed with a transient ischemic attack (tia). The event occurred during post-dilation (balloon unknown). The onset was sudden. Recovery was partial with minor residual. At discharge (four days later) the patients (B)(6) score was 8 and score was 4. It is unknown if the symptoms were medically treated. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. No corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Tia is a well-known documented potential complication of this type of procedure and is listed in the IFU as such. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2010-00636 and 1016427-2010-00091.